Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. It also found that this device was no longer in its original manufacture condition. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of investigation, the reported problem could not be confirmed and therefore the cause of the reported problem was undetermined. Should additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that unspecified problems occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.